Event description:
The complainant reported a controller alarm during power on with the automated impella controller . A new console was used to resolve the issue. No patient was involved.

Manufacturer narrative:
The investigation into the controller failure (red alarm) issue has been completed. The automated impella controller (aic) was returned for investigation. Console logs from the reported day of event are consistent with complaint and show an alarm indicating epm software corruption (#1029), after each power-cycle, starting on 2022-08-02. Analysis of the epm firmware extracted from the impellatronic revealed corruption within the code. After epm firmware was re-flashed, the issue was resolved. Inspection of the console¿s internal components revealed some kinks on the impellatronic ribbon cable, and although it is not likely that it caused the firmware issue, it¿s recommended to be replaced as a precaution. This report is being filed as part of a retrospective review of historical records.